Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements following implant. X-rays will be completed to evaluate system placement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements following implant. X-rays will be completed to evaluate system placement. Rhythmcare discussed that the most likely cause of the reported high measurements are due to air entrapment. This device remains in service. No adverse patient effects were reported.